Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the tandem pump. However, data for the g6 ios app was provided for evaluation. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.